Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument. No missing or detached part was confirmed on the instrument upon inspection. The instrument was further inspected and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was damaged and there was a missing plastic at the instrument tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was noticed after reprocessing. To the reporter's knowledge there was no damage or anything out of the ordinary brought to their attention. The missing piece was not noticed before using it on the patient. The reporter did not have an answer if there were fragments fell into the patient as the defect was noticed after the instrument was reprocessed. The reporter assumed that the instrument collided with another instrument. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.